Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number is of the device considered 'similar'. This file is related to an additional file which was created to capture the stent occlusion. The evo-fc-10-11-8-b device of lot number c1533136 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Prior to distribution all evo-fc-10-11-8-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1533136 did not reveal any discrepancies that could have contributed to this issue. As per the instructions for use, ifu0062-5 which informs the user about the potential complications "additional complications that can occur in conjunction with biliary stent placement include, but not limited to :trauma to the biliary tract or duodenum; perforation; obstruction of the pancreatic duct; stent migration; stent occlusion; ingrowth due to tumor or excessive hyperplastic tissue; tumor overgrowth; stent misplacement, pain, fever, nausea, vomiting, inflammation, recurrent obstructive jaundice, bile duct ulceration, death (other than due to normal disease progression)." There is no evidence to suggest that the customer did not follow the instructions for use (ifu0062-5). Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. The initial ercp images nor the cause of the stricture initially treated with the evolution biliary stent were discussed in the complaint report. The complaint report does describe this initial stricture measuring 5 to 6 cm in length, but does not state the diameter, and there are no images demonstrating the stenosis. The video submitted for review demonstrates a biliary stent, presumed to be an evolution biliary controlled release fully cover stent in the common bile duct. There is a stone extraction balloon within the midportion of the stent with contrast seen both proximal and distal to the balloon. Per the complaint report, the stent was occluded, although this is not evident on the images submitted for review as there is contrast seen both proximal and distal to the balloon. There is minimal debris seen within the stent and on the endoscopic images there appears to be debris adherent to the caudal margin of the stent. With attempts to sweep the stent, both the scope and the stent are displaced caudally, significantly lower than the inferior margin of the duodenum as seen on the still image. During this motion, the balloon appears to stay fixed within the stent and the entire system is displaced caudally during this motion, as opposed to the balloon sweeping through the stent. The size of the balloon is not discussed in the complaint report, but the balloon does not appear to change in configuration at all during this motion and appears fixed within the lumen of the stent, suggesting it is fully inflated and well opposed to the wall of the stent. On the subsequent fluoroscopic image submitted for review the biliary stent is seen extending caudal to the contrast seen within the duodenum lumen indicating the stent is extending through the wall of the duodenum. There is also retroperitoneal gas seen on the x-ray image consistent with air leaking through this perforation. The entire stent appears caudal to the biliary tree at this point. The subsequent image is an endoscopic view after the stent has been removed demonstrating the hole within the duodenum, confirming a perforation. Per the complaint report, the stent had been in place for approximately 2 months before this maneuver was attempted. Without the initial ercp images demonstrating the extent of the biliary stenosis that was treated with this stent, it is difficult to determine how much of the stent would have been in contact with the stenosis to help prevent migration. As stated in the IFU, migration as well as perforation of the stent are both known complications of this biliary stent. Furthermore, if the extraction balloon was overinflated such that its interaction with the wall of the stent created more friction with the wall the stent than the stent does with the area of stenosis, there is nothing that is going to inhibit the stent from migrating during the sweeping maneuver. In addition, although the stent is seen extending caudal to the wall of the duodenum on the still image, it is difficult to say that the stent by itself is the cause of the tear in the duodenum, as the scope was seen extending caudal to the inferior margin of the stent during the sweeping maneuver which could have easily torn a hole in the duodenum as well. Given the short time frame in which the stent was in placed and the fact that the stent was covered stent, may have also contributed to the ease at which the stent migrated. Fortunately, perforation of duodenum was repaired with endoscopic clips and surgery was not required. From the imaging review: "a duodenal perforation occurred during a balloon sweep of an evolution covered stent in the common bile duct (cbd). During this maneuver the stent was dislodged from the cbd, and reportedly this resulted in the duodenal perforation. However, the cine video also demonstrates significant caudal motion of the scope, below the inferior margin of the duodenum, so stating the duodenum perforation was from the stent and not the scope is not reasonable." As per clinical input the stent functionality did not contribute to perforation. While the imaging review confirms the perforation the complaint is not confirmed as it has been confirmed through medical advisor opinion that the device functionality did not contribute to the complaint issue. According to the information reported, hospitalisation prolonged. The patient has not recovered yet though the condition is stable. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Unknown date: one evo-fc-10-11-8-b was placed in the bile duct. (B)(6) 2019: since the stent was occluded, balloon sweeps to remove sludge from inside the stent was attempted. During the balloon sweeps through the stent, the stent was moved/migrated with the balloon device and perforated the duodenum wall. A surgical operation was avoided since the patient was at old age. Clip(s) was/were used to close the duodenal perforation instead. Updated on 25/jul/2019, ya@cj: (B)(6) 2019: one evo-fc-10-11-8-b was placed from the middle~distal bile duct. (B)(6) 2019: ercp was performed for the purpose of balloon sweeps inside the stent since the stent was occluded. Both fluoroscopic and endoscopic examinations confirmed that there was no problem in the stent position at the point of starting ercp. Contrast radiography was conducted with a tube for the contrast radiography, then a wire guide was placed inside the hepatic bile duct. After that, the user attempted to sweep out sludge through the stent with a stone extraction balloon which was inflated approximately at 10mm. Fluoroscopic imaging screen confirmed that stent migration did not occur when the balloon was withdrawn from the proximal to the middle bile duct for sweeps, but the user felt that the balloon device was caught on sludge when withdrawing it down to the middle bile duct. The user continued to withdraw it with performing the balloon sweeps, then the stent was moved/migrated with the balloon device and perforated the duodenum wall. A surgical operation was avoided since the patient was at old age. After retrieval of the migrated stent with grasping forceps, the duodenal perforation was closed with clips. The patient condition is stable. (The condition has not become worse). Updated on 30/jul/2019, ya@cj: an additional file was created to capture "stent occlusion" mentioned above.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number is of the device considered 'similar'. The investigation is still pending, a follow up MDR will be submitted including the investigation conclusions.

Event description:
Unknown date: one evo-fc-10-11-8-b was placed in the bile duct. On 19/jul/2019: since the stent was occluded, balloon sweeps to remove sludge from inside the stent was attempted. During the balloon sweeps through the stent, the stent was moved/migrated with the balloon device and perforated the duodenum wall. A surgical operation was avoided since the patient was at old age. Clip(s) was/were used to close the duodenal perforation instead. <updated on 25/jul/2019, (B)(4)> on (B)(6) 2019: one evo-fc-10-11-8-b was placed from the middle~distal bile duct. On 19/jul/2019: ercp was performed for the purpose of balloon sweeps inside the stent since the stent was occluded. Both fluoroscopic and endoscopic examinations confirmed that there was no problem in the stent position at the point of starting ercp. Contrast radiography was conducted with a tube for the contrast radiography, then a wire guide was placed inside the hepatic bile duct. After that, the user attempted to sweep out sludge through the stent with a stone extraction balloon which was inflated approximately at 10mm. Fluoroscopic imaging screen confirmed that stent migration did not occur when the balloon was withdrawn from the proximal to the middle bile duct for sweeps, but the user felt that the balloon device was caught on sludge when withdrawing it down to the middle bile duct. The user continued to withdraw it with performing the balloon sweeps, then the stent was moved/migrated with the balloon device and perforated the duodenum wall. A surgical operation was avoided since the patient was at old age. After retrieval of the migrated stent with grasping forceps, the duodenal perforation was closed with clips. The patient condition is stable. (The condition has not become worse.) <updated on 30/jul/2019, (B)(4)> an additional file was created to capture "stent occlusion" mentioned above.